Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory reportedly split. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the following information was received: the mcs tip cover accessory split during a procedure. The procedure was completed with a backup accessory with no reports of fragments falling into the patient. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information. No further details related to the event were available.

Manufacturer narrative:
Isi has not received the monopolar curved scissor tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The mcs tip cover accessory is a single-use item. No additional usage information is captured in the logs. An image provided by the site shows an mcs tip cover accessory with a tear on the clear distal end. The image is not clear enough to definitively determine if the tear extends into the gray section of the accessory. Product analysis of the returned product would be needed to determine the extent of the tear. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the mcs tip cover accessory was damaged on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. Blank MDR fields: follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Manufacturer narrative:
On (B)(6)2022 , the following additional information was obtained: a photo of the monopolar curved scissors (mcs) tip cover accessory involved in this complaint was evaluated by an intuitive surgical, inc. (Isi) quality engineer. From the image provided, the mcs tip cover accessory did not appear to have a rip. It was not immediately obvious if any pieces were missing, due to the image quality. The part would need to be returned to tell for sure.